Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is vietnam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor, healthcare provider) regarding a patient h aving spinal therapy. It was reported that during a spinal surgical procedure, the disc fractured at the moment of insertion, despite the surgeon following standard technique and using the recommended instrumentation. No visible defects were observed on the implant prior to use. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that there are no broken fragments left inside the patient. All components were retrieved during the procedure. Procedure involved was cervical artificial disc replacement and levels implanted was c4 - c5.

Manufacturer narrative:
H3: product analysis of part#: g6626525, lot#: h5881180, visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured. Microscopic examination of the fractures appears to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The observations are consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.